Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated insulin pump was not delivering insulin, and customer went into the intensive care unit with diabetic ketoacidosis both times. The insulin pump will not be returned for analysis.